Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi). It is unknown what the load contents were and whether the load was recalled successfully. It is unknown where in the chamber the bi was placed during processing. The results for the previous and subsequent bi are unknown. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a downstream occlusion alarm was found in the pump's event history, but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.